Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and lymphadenopathy.

Event description:
Patient reported right side rupture, cyst, "trace fluid" and "axillary lymph nodes demonstrate evidence of infiltration, similar to the previous study, however the dominant draining lymph node ", device remains implanted.